Event description:
The arthroplasty was revised due to infection. The components were implanted in situ for ~ 0.3 y. The acetabular shell, acetabular liner and femoral head components were revised.

Manufacturer narrative:
The following other hip devices were also listed in this report: primary tritanium hemi cluster hole cup 50mm; cat# 502-03-50d; lot# mkaehr, v40 cocr lfit head 36mm/-5; cat# 6260-9-036; lot# mkaehr. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed. Devices were retained at drexel implant research center. Medical records and x-rays were not provided to stryker for review due to irb restrictions at reporter¿s institution. If additional information becomes available, it will be submitted in a supplemental report.

Manufacturer narrative:
A review of the device history records could not be performed because the device associated with this event was not returned nor was a valid lot code provided. A photograph of the device did not add any relevant information to the investigation. A review of the complaint databases could not be performed because the device associated with this event was not returned nor was a valid lot code provided. Visual, dimensional and functional analysis could not be performed as the device was not returned. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
The arthroplasty was revised due to infection. The components were implanted in situ for ~ 0.3 y. The acetabular shell, acetabular liner and femoral head components were revised.